Event description:
It was reported that during a da vinci si surgical procedure the thoracic grasper instrument was not grasping tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The customer reported complaint that the instrument would not grasp tissue could not be replicated. The instrument was placed on an in-house is3000 system and driven; recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. Engineering also observed that the instrument main tube had deep scratches/gouges. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .060 diameter piece missing roughly 3.38 above the snake wrist. There was also a scratch in the insulation with no material missing roughly .400 above the snake wrist. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.